Event description:
I had a tecnis odyssey lens implanted in my left eye by (B)(6) md, with the representations that the lens would improve my vision, including close-up, mid-range, and long distance at a cost of (B)(6) plus costs of medication. Before surgical implant, my vision was a 20/50. After surgery my vision did not improve whatsoever, remaining at 20/50. Dr. (B)(6) suggested I have my retina examined by a retina specialist, which I did at (B)(6) hospital. The retina specialist told me that my retina, while not perfect, was not the reason for the failure of the jnj lens and told me that the no-cost lens (paid by medicare) could have better results and would have saved me the (B)(6). I filed a complaint with jnj number (B)(4) a long time ago with no response nor resolution. I wish to be reimbursed for the (B)(6) money I paid.